Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected restart alarm as well as insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer was not called back after receiving a new battery cap. The customer was assisted with troubleshooting for unexpected restart alarm and insulin pump was received another alarm after a battery change. The insulin pump will not be returned for analysis.